Manufacturer narrative:
The meter has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event. The reporter stated that the patient had a blood glucose of 30.2 mmol/l with no symptoms or ketones. The patient did not receive any medical treatment above and beyond the normal course of diabetes care. The reporter stated that while the patient was in daycare, the patient¿s caretaker attempted to deliver a bolus from the meter. However the meter did not have any of the pump settings related to bolus deliveries. The patient¿s caretaker was allegedly unable to deliver a bolus from the meter, causing the patient to experience a blood glucose excursion. It is unknown if the caretaker attempted to deliver a bolus directly from the pump. The reporter stated that they were able to successfully deliver a bolus from the meter while on the call with customer technical support. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump as a result of use error.